Manufacturer narrative:
Device evaluated by manufacturer - it was noted during unpackaging that dried blood and contrast were present on the outer surfaces of the device. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. The device was pressurized with an inflation device, which determined that the balloon could not be inflated. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the device; however, even after soaking, the device could not be inflated. The balloon and outer shaft were microscopically examined and no damage or irregularities were identified that could be factors in or result from the reported balloon burst. Although product analysis was unable to confirm the reported balloon burst, it is possible that damage was present but indiscernible due to the presence of residual fluid and materials from clinical use. Product analysis revealed no evidence of any specification non-conformances. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-00667, 2134265-2010-00668 and 2134265-2010-00666. It was reported that during a coronary drug eluting stenting treatment procedure a balloon rupture occurred. The 90% stenosed de novo lesion measuring 15mm in length and 2.0-2.5mm in diameter was located in a severely calcified and moderately tortuous left anterior descending artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm maverick2 balloon that ruptured at 14 atms. A 2.25x12mm quantum maverick balloon was advanced to the lesion and ruptured at 16 atms. Another 2.25x12mm quantum maverick balloon was then used to predilate the lesion. A 2.25x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. A second 2.25x16mm taxus liberte¿ drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was also noted. The procedure was completed by deploying a 2.25x12mm taxus liberte' drug eluting stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Event description:
Same case as MFR report #: 2134265-2010-00667, 2134265-2010-00668 and 2134265-2010-00666. It was reported that during a coronary drug eluting stenting treatment procedure a balloon rupture occurred. The 90% stenosed de novo lesion measuring 15mm in length and 2.0-2.5mm in diameter was located in a severely calcified and moderately tortuous left anterior descending artery that contained a bend of between 45 and 90 degrees. The lesion was predilated with a 1.5x15mm maverick2 balloon that ruptured at 14 atms. A 2.25x12mm quantum maverick balloon was advanced to the lesion and ruptured at 16 atms. Another 2.25x12mm quantum maverick balloon was then used to predilate the lesion. A 2.25x16mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. A second 2.25x16mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was also noted. The procedure was completed by deploying a 2.25x12mm taxus liberte drug eluting stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4)